Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information initially received on 2014-oct-16 reported a consumer was implanted for intractable constipation. On (B)(6) 2014 the consumer went to the hospital for programming and expressed that therapy was ¿more and more inefficient.¿ it was stated that recently the ¿symptoms repeat¿ and were the same as before surgery. The consumer needed to take a laxative and was not satisfied with the surgery. Upon going home, it was noted that consumer was ¿good by programming.¿ additional information received on 2017-aug-14 from the consumer¿s family reported the consumer said there was no effect and the device was explanted in (B)(6) 2017. There was not a more than 50% reduction in symptoms. There were no further complications reported and/or anticipated.